Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for suspected atrial fibrillation (af). Additionally, an untreated episode was stored that included an inappropriate device charge for af. Surgical intervention was undertaken. This device was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.